Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 38 mg/dl. Emergency medical service was called. Customer also experienced high blood glucose level of 424 mg/dl and 402 mg/dl. Customer had symptoms like unconsciousness and confusion. The customer was treated with food and intravenous drip. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.